Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a amplatzer piccolo occluder 5 mm x 4 mm was chosen for implantation utilizing a 4f torqvue lp delivery system. Dimensions were as follows: pda minimal diameter (mm): 4.5mm, pda diameter at aortic ampulla (mm): 4.5mm, pda length (mm): 13mm. The device was loaded and deployed intraductal. Initial position had some arch obstruction so the device was brought more proximal but resulted in left pulmonary artery stenosis. The decision was made to use a 5-2mm amplatzer piccolo device. Device was attempted to be placed intraductal with venous access. Pulse checklist was used. No recaptures were performed. When the distal disc was deployed, the occluder detached from the delivery cable. Attempts were made to snare the proximal pin through the delivery catheter with a micro catheter and micro snare (4mm) but was unsuccessful. Finally, the entire device and catheter was pulled into the ductus and released using the cable as a "pusher." Despite this, the occluder was able to be placed in the desired location. There were no patient consequences and was reported to be stable.

Manufacturer narrative:
An event of premature separation during procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported premature separation could not be conclusively determined. The reported unexpected medical intervention is a result of case-specific circumstance as the device was attempted to be snared. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.